Event description:
On (B)(6) 2014: dr. (B)(6) (my rheumatologist) injected synvisc-one bilaterally into my knees (third time). Within two hours after the injection I experienced the following reaction: severe knee pain, knee stiffness, knee swelling, knee warmth, ankle swelling, extreme difficulty in walking, essentially, loss of all my self functioning around my house (my wife had to help me with everything). Also, charoot foot (B)(6) 2014. On (B)(6) 2014: dr. (B)(6) ordered lab tests (c-reactive protein + comprehensive metabolic panel + sedimentation rate), which confirmed the clinical that I had severe inflammation. From (B)(6) 2014: I self-medicated with ice packs to both sides, and ibuprofen 400 mg/d, and lasik (furosemide) 20 mg ((B)(6)), to reduce inflammation and edema. Note: the symptoms of the synvisc reaction subsided in about one week on my left side, but not on my right side (symptoms now consisting of mostly swelling, redness and increased warmth of the right foot and ankle). On (B)(6) 2014: I saw dr. (B)(6) (my podiatrist); she immediately diagnosed me with charcot foot, and she placed a removable "boot" on my right foot. And, she instructed me not to walk on my right foot (i.e., completely non-weight bearing)until the condition resolves. On (B)(6) 2014: x-ray of my right foot (= no fractures). On (B)(6) 2014: saw dr. (B)(6) for a follow-up: right foot not healed; continue with 'boot'. On (B)(6) 2014: x-ray right foot (= fallen arches/flatfoot; no fractures). On (B)(6) 2014: I saw dr. (B)(6) for follow-up: right foot not healed; continue with 'boot'. On (B)(6) 2015: dr. (B)(6) found no more signs of charcot arthropathy; 'boot' removed. Dose or amount: 2 ml (16 mg). Frequency: 4th time. Route: intra-articular. Dates of use: (B)(6) 2001 + (B)(6) 2012+ (B)(6) 2014. Diagnosis or reason for use: osteoarthritis (of knees).